Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormally heavy menstrual bleeding, prolonged and abnormal menstruation") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included meloxicam. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain/ severe abdominal cramping"), back pain ("lower back pain"), dysmenorrhoea ("severe menstrual pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), uterine leiomyoma ("uterine fibroids"), migraine ("worsening of her migraines"), vaginal infection ("chronic vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse"), depression ("worsening of her depression/psychological or psychiatric problems condition: major depressive disorder"), fatigue ("chronic fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), headache ("worsening of her headaches"), abdominal pain ("abdomen pain") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy), surgery (thermachoic endometrial ablation) and surgery (thermachoic endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, arthralgia, uterine pain, uterine leiomyoma, migraine, vaginal infection, dyspareunia, depression, fatigue, weight increased, weight decreased, headache, abdominal pain and urinary tract infection outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine leiomyoma, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - in 2008: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb- 2018: pfs received: new events: major depression clubbed with previous event. Events vaginal haemorrhage, urinary tract infection, abdominal pain were added. Reporter, patient demographic information, other relevant history, product start updated. Previously reported event "menorrhagia, abdominal pain lower" outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormally heavy menstrual bleeding, prolonged and abnormal menstruation") and uterine haemorrhage ("abnormal uterine bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy, abortion, sexual abuse, uterine bleeding, uterine fibroid and endometrial ablation in (B)(6) 2009. Concurrent conditions included obesity, mood change, skin rash, adnexa uteri pain, amenorrhea, constipation, hallucinations, hypertension and genital bleeding. Concomitant products included bupropion (wellbutrin), dyazide, ibuprofen (motrin), meloxicam and terbinafine (lamisil). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2008, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"). On (B)(6) 2010, the patient experienced major depression ("worsening of her depression/psychological or psychiatric problems condition: major depressive disorder"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain/ severe abdominal cramping"), back pain ("lower back pain"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea"), arthralgia ("hip pain"), uterine pain ("uterine pain"), uterine leiomyoma ("uterine fibroids"), migraine ("worsening of her migraines"), vaginal infection ("chronic vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse / dyspareunia"), fatigue ("chronic fatigue"), headache ("worsening of her headaches") and abdominal pain ("abdomen pain"). The patient was treated with citalopram, surgery (total hysterectomy and bilateral salpingectomy), surgery (on (B)(6) 2010 underwent hysteroscopy with thermachoice endometrial ablation.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage, back pain, dysmenorrhoea, arthralgia, uterine pain, uterine leiomyoma, migraine, vaginal infection, dyspareunia, major depression, fatigue, weight increased, weight decreased, headache, abdominal pain and urinary tract infection outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, major depression, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine haemorrhage, uterine leiomyoma, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Current weight: 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - in (B)(6): confirming full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : dysmenorrhea,pelvic pain,depression". Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "abnormal uterine bleeding", reporter added from pfs. Historical and concomittant condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormally heavy menstrual bleeding, prolonged and abnormal menstruation") and uterine haemorrhage ("abnormal uterine bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy, abortion, sexual abuse, uterine bleeding, uterine fibroid and endometrial ablation in january 2009. Concurrent conditions included obesity, mood change, skin rash, adnexa uteri pain, amenorrhea, constipation, hallucinations, hypertension and genital bleeding. Concomitant products included bupropion (wellbutrin), dyazide, ibuprofen (motrin), medroxyprogesterone (depo provera), meloxicam and terbinafine (lamisil). On (B)(6)2008, the patient had essure inserted. On the same day, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6)2008, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("chronic fatigue"). In (B)(6)2008, the patient experienced dyspareunia ("painful intercourse / dyspareunia"). On (B)(6)2008, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"). In september 2008, the patient experienced cystitis ("bladder infection"). On (B)(6)2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6)2008, the patient experienced migraine ("worsening of her migraines") and headache ("worsening of her headaches"). On (B)(6) 2010, the patient experienced major depression ("worsening of her depression/psychological or psychiatric problems condition: major depressive disorder") and mental disorder ("psychological or psychiatric problem"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain/ severe abdominal cramping"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), uterine leiomyoma ("uterine fibroids"), vaginal infection ("chronic vaginal infections") with vaginal discharge and abdominal pain ("abdomen pain"). The patient was treated with citalopram, surgery (total hysterectomy and bilateral salpingectomy), surgery (on (B)(6)2010 underwent thermachoic endometrial ablation), surgery (on (B)(6)2010 underwent thermachoic endometrial ablation) and surgery (on (B)(6) 2010 underwent hysteroscopy with thermachoice endometrial ablation.). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, uterine haemorrhage, back pain, dysmenorrhoea, arthralgia, uterine pain, uterine leiomyoma, migraine, vaginal infection, dyspareunia, major depression, fatigue, weight increased, weight decreased, headache, abdominal pain, urinary tract infection, mental disorder and cystitis outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, major depression, menorrhagia, mental disorder, migraine, pelvic pain, urinary tract infection, uterine haemorrhage, uterine leiomyoma, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain current weight: 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - in (B)(6)2008: total bilateral occlusion ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : dysmenorrhea,pelvic pain,depression" most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet-events mental disorder and cystitis were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain/ severe abdominal cramping"), back pain ("lower back pain"), dysmenorrhoea ("severe menstrual pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding, prolonged and abnormal menstruation"), uterine leiomyoma ("uterine fibroids"), migraine ("worsening of her migraines"), vaginal infection ("chronic vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse"), depression ("worsening of her depression"), fatigue ("chronic fatigue"), weight increased ("weight gain"), weight decreased ("weight loss") and headache ("worsening of her headaches"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower, back pain, dysmenorrhoea, arthralgia, uterine pain, menorrhagia, uterine leiomyoma, migraine, vaginal infection, dyspareunia, depression, fatigue, weight increased, weight decreased and headache outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma, uterine pain, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: confirming full occlusion of fallopian tubes. Incident~ no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormally heavy menstrual bleeding, prolonged and abnormal menstruation') and uterine haemorrhage ('abnormal uterine bleeding') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation in (B)(6) 2009, cholecystectomy, abortion, sexual abuse, uterine bleeding and uterine fibroid. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity, mood change, skin rash, adnexa uteri pain, amenorrhea, constipation, hallucinations, hypertension, genital bleeding and gallstones. Concomitant products included bupropion hydrochloride (wellbutrin), hydrochlorothiazide;triamterene (dyazide), ibuprofen (motrin), medroxyprogesterone acetate (depo provera), meloxicam and terbinafine hydrochloride (lamisil). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient was found to have weight increased ("weight gain/weight gain /loss: weight gain") and weight decreased ("weight loss"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("chronic fatigue"). In (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse / dyspareunia /dyspareunia (painful intercourse)"). On (B)(6) 2008, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"). In (B)(6) 2008, the patient experienced cystitis ("bladder infection"). On (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced migraine ("worsening of her migraines") and headache ("worsening of her headaches"). On (B)(6) 2010, the patient experienced major depression ("worsening of her depression/psychological or psychiatric problems condition: major depressive disorder") and mental disorder ("psychological or psychiatric problem"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain/ severe abdominal cramping"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), vaginal infection ("chronic vaginal infections") with vaginal discharge, abdominal pain ("abdomen pain"), cyst ("cyst nos") and uterine inflammation ("I had uterus burned at185 degree") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with citalopram and surgery (on (B)(6) 2010 underwent hysteroscopy with thermachoice endometrial ablation., on (B)(6) 2010 underwent thermachoic endometrial ablation and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage, back pain, dysmenorrhoea, arthralgia, uterine pain, uterine leiomyoma, migraine, vaginal infection, dyspareunia, major depression, fatigue, weight increased, weight decreased, headache, abdominal pain, urinary tract infection, mental disorder, cystitis, cyst and uterine inflammation outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, cyst, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, major depression, menorrhagia, mental disorder, migraine, pelvic pain, urinary tract infection, uterine haemorrhage, uterine inflammation, uterine leiomyoma, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain current weight: 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : dysmenorrhea,pelvic pain,depression". Most recent follow-up information incorporated above includes: on 15-jan-2020: content from plaintiff fact sheet received. Events cyst nos added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.